Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial cystectomy, the balloon broke. The procedure was completed with another device. An x-ray was performed on the same day to confirm all pieces were located. It was reported that there may be a possibility that the damaged parts remain in the patient. The patient is under observation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the trocar balloon was cut. The locking collar, valve seal, valve doors and obturator appeared intact. The inflation syringe was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.